Event description:
It was reported the camera head had a reddish image. The reported malfunction occurred during preparation for an unspecified diagnostic procedure prior to sedation. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Based on the investigation's results, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor this device's field performance.

Event description:
It was reported the camera head had a reddish image. The reported malfunction occurred during preparation for an unspecified diagnostic procedure prior to sedation. There were no reports of patient injury or medical intervention associated with this event.